Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During patient treatment the lpm of the rotaflow was off. No patient injury. The rotaflow console and the rotaflow drive [(B)(4)] will be investigated.

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: e2018002. Importer: (B)(4). Contact person: (B)(6). A supplemental medwatch will be submitted after new information has been received. After receiving updated information of the field stm on the 2018-07-25 (ii. Service order): the rotaflow console was never involved in the failure only the rotaflow drive (see other complaint: (B)(4). Therefore this complaint is not reportable. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). This complaint will be closed because of lack of information of the ssu sent via email on the 2018-05-16. If new information will be received this complaint will be re-opened.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). This complaint will be closed because of lack of information of the ssu sent via email on the 2018-05-16. If new information will be received this complaint will be re-opened.

Event description:
(B)(4).